Event description:
Per the provider the stitching at the v point where they meet the stitching on one of the straps came apart.

Manufacturer narrative:
(B)(4). The patient fall out of the sling and onto the floor. No medical intervention alleged.